Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin and that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was 114 mg/dl. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. However, the alleged minimum fill issue could not be verified.